Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, psychotic episode, morbid obesity, chest pain, c-section, frequency of menses and paratubal cyst. Gross review: the specimen is re-grossed and two gray metal coils are identified with one in each of the fallopian tube lumina. The metal coils appear intact. Concurrent conditions included irregular periods, left lower quadrant pain, uti, gastrointestinal pain, colonic polyp, weight gain, weight loss, abdominal pain, vaginal bleeding, paratubal cyst, diabetes, obesity, sickle-cell trait, pelvic adhesions, diabetes, cystoscopy and abdominal adhesions. Concomitant products included oral contraceptive nos for genital bleeding as well as ethinylestradiol;norgestimate (sprintec). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, lysis of extensive abdominal,pelvic adhesions,cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, autoimmune disorder, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the 1st device left side: trailing coils in uterus: 4. The 2nd device right side: trailing coils in uterus: 3. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, psychotic episode, morbid obesity, chest pain, c-section, frequency of menses and paratubal cyst. Gross review: the specimen is re-grossed and two gray metal coils are identified with one in each of the fallopian tube lumina. The metal coils appear intact. Concurrent conditions included irregular periods, left lower quadrant pain, uti, gastrointestinal pain, colonic polyp, weight gain, weight loss, abdominal pain, vaginal bleeding, paratubal cyst, diabetes, obesity, sickle-cell trait, pelvic adhesions, diabetes, cystoscopy and abdominal adhesions. Concomitant products included oral contraceptive nos for genital bleeding as well as ethinylestradiol;norgestimate (sprintec). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, lysis of extensive abdominal, pelvic adhesions, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, autoimmune disorder, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the 1st device left side: trailing coils in uterus: 4. The 2nd device right side: trailing coils in uterus: 3. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dysmenorrhea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.